Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. Bravo capsule arrived for evaluation. Bravo delivery device was not received for evaluation. Since the delivery system not arrived for investigation is unable to determine if the prod.met spec or no. The visual inspection found no notable conditions. The customer reported they had a capsule which failed to attach. Information provided does not indicate if the reported problem was confirmed or not. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.